Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was added: 4109. H6: results code was added: 3252. H6: conclusions code was added: 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual evaluation of the as returned implant identified that the platform was fractured and the external threads were damaged. Additionally, there was bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. X-ray or picture images were not provided. Therefore, the medical condition of bone loss was not confirmed. The DHR was not available electronically for the subject lot number. Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported events. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : DHR not available electronically.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the patient presented with a tsvwh13 implant fractured. The implant was removed. Tooth location # 19. Bone loss is also reported.